Event description:
An inappropriate hvr detection occurred due to oversensing of atrial pacing. The rv sensitivity is set to a fixed 2.5mv, and the oversensing is occurring even though the events appear to only be 0.5mv. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.